Event description:
As reported by the surgeon: the patient underwent an interbody fusion with placement of an elite device on (B)(6) 2021 without incident. The patient was asymptomatic at a post-operative 4-month routine follow-up appointment with no implant issues noted on imaging. Approximately one week thereafter, the patient reportedly bent over and heard a pop and had onset numbness, prompting additional medical attention. X-ray imaging showed a collapsed implant with intact posterior instrumentation. A revision surgery was conducted to remove the collapsed implant and replace with an alif device while preserving the original intact posterior construct.